Manufacturer narrative:
During quality investigation, the customer's complaint was not duplicated. Further investigation revealed the motor, rotor and driveshaft were damaged. The damaged parts were replaced, preventive maintenance done and the device was repaired and returned to the customer.

Event description:
The core impaction drill was sent in for repair because it started smoking during a procedure. No adverse consequence was reported. Another drill was used to complete the procedure.